Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm coyote fc (emerge) balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed ad the procedure was completed with a different device. There were no further patient complications nor injuries reported and the patient was in good condition.